Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant, brand name and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2009) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d6a (date of implant), d1 (brand name), g4 (PMA/510(k)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with bilateral inguinal hernia, umbilical hernia thereby underwent open repair with the implant of perfix plug (device 1, 2, 3). Per op notes, ¿the left sided inguinal hernia was identified. A synthetic double-sided mesh was placed within abdomen and secured to shelving edge of pouparts ligament and non-backed mesh was secured at pubic tubercle. In right, perfix plug (device 1, 2, 3) were placed.¿ (note: the op notes provided for this procedure in medical record was incomplete.) (B)(6) 2015 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of synthetic mesh.